Event description:
It was reported via repair work order that the unit will not lock into position with weight applied, due to bent locking plates. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.